Event description:
The customer reported the aq5010v silicone three piece lens tore during insertion. The surgeon cut and removed from the eye without any injury to the patient. The cause of the tear was unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed the lens was torn into two pieces and there was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Evaluation method - device history review (DHR). Results: a DHR was performed on lens and cartridge manufacturing process and all steps were performed in accordance to sops and all parameters were within specifications. The root cause analysis determined the cause was not likely related to the lens or cartridge manufacturing process. Conclusion: based on the complaint information, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Method code (process evaluation): medical review. Results code (evaluation result): per medical review - reportedly 3-pice silicone iol was torn off during insertion requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. According to the report, by a surgical technician, dated on (B)(6) 2014, the cause of the event was unknown. The replacement lens was successfully implanted. No reported postoperative sequelae. Conclusion (unable to confirm complaint): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).